Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) ranged between 300-400 mg/dl. Customer changed the infusion set and cartridge multiple times and administered manual injections to address the reported issue. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Recommendation was made to consult with healthcare provider regarding diabetes management.